Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 480 mg/dl and high ketone levels. Reportedly, a healthcare provider identified the ketone levels as life-threatening. Prior to going to the ER, a correction bolus was delivered to address the bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly; the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. It was reported that an unexpected reset occurred. The customer continued to use the pump for insulin therapy